Event description:
It was reported that the patient had multiple medical issues and expired at home. It was believed that the patient may have had an aneurysm. There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.